Event description:
Related manufacturer reference number: 2017865-2022-40030. It was reported that a patient presented in-clinic for a separate surgical intervention procedure. During the procedure, the patient's implantable cardioverter defibrillator set screw was found to have been stripped. Additionally, the replacement rv lead connector pin was found to be detached. A new ICD and rv lead were used and the procedure was completed successfully on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported field event of stripped set screw was confirmed. Septum material was observed inside the rv (df-4) set screw hex cavity, and the set screw was stripped. This did not allow the set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.